Event description:
It was reported the disposable was connected to the pump and approximately 15 minutes later, it started alarming high pressure alarm. Line was flushed, repositioned to ensure there were no kinks, pump was changed, infusion was resumed with no further alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Additional information received on 19-june-2023 via email: in all 3 events the cadd cassette was filled with a hazardous anti-cancer drug, blinatumomab so product will not be returning. A total of 5 different pumps were used across the 3 events. The original 3 pumps used, then another pump for each of events 2 and 3 when the original pumps alarmed. For event 2 the change of pump resulted in successful administration, no alarm occurred with this pump. Serials numbers are not available and ehl cannot be provided. Operator of device was updated from health professional to patient/lay user. No patient injury.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.